Event description:
It was reported that following the implantation of a monarc sling, the patient experienced right hip pain frequency recurrent urinary tract infections and sexual dysfunction. It was also noted that the patient experienced erosion and had multiple revision surgeries to remove the mesh. Patient subsequently experienced pain, recurrent incontinence and bowel dysfunction. If additional information is received, a follow up report will be sent.